Event description:
During in clinic follow-up, oversensing due to noise was reported on the right atrial (ra) lead. Provocative testing was performed and the lead noise was reproduced. The device was reprogrammed to resolve. The patient was stable and continue to be monitored.